Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, images of the device were provided and depicted an 8fr angio-seal device consisting of device packaging the carrier tube. No damage or issues were noted with the device. The sample was not provided for evaluation, however images were available. As no damage or issues were noted with the carrier tube in the provided images, the complaint could not be confirmed for damage to the carrier tube. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent cag surgery through the right lower extremity approach. After the operation, the sheath tube was removed, and femoral artery occlusion was performed with the angio-seal. During the carrier tube insertion process, it was found that the tube tip which covered the collagen sponge cracked and could not be inserted and used any longer. The occlusion treatment was completed by replacing it with a product of the same model. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention.